Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to real intelligence cori for knee arthroplasty user manual (500230 rev d), appendix c: warning messages and response outcomes, table c-2, to find resolution to error messages as the one presented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with drill motor or drill motor shaft failure. Based on the investigation, no further containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, a real intelligence robotic drill displayed a "retraction time verification error. The robotic drill exceeded the recommended retraction time limit" error message. After trying to continue twice, the message kept appearing. Another drill was used, but it failed too. Surgery was finished manually after a non-significant delay. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), intended for use in treatment, was returned for evaluation. No system log files or screenshots were provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Drill was found to function normally despite the cable damage. No errors were observed during testing. Although the reported problem was not confirmed through a visual or functional evaluation, a possible contributing factor may have been related to a failure in the foot pedal used or a fault in the front panel receptacle ports of the cori console. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to real intelligence cori for knee arthroplasty user manual (500230 rev d), appendix c: warning messages and response outcomes, table c-2, to find resolution to error messages as the one presented. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, a real intelligence robotic drill displayed a "retraction time verification error. The robotic drill exceeded the recommended retraction time limit" error message. After trying to continue twice, the message kept appearing. Another drill was used, but it failed too since the bur did not run. Surgery was finished manually after a non-significant delay. No harm to the patient or further complications reported.